Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. Customer went in the bath tub with her and there was fluid in the insulin pump screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.